Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. However, an on-site evaluation was performed by a fresenius service technician (fst). To resolve the reported issue, the fst replaced the fill valve, fill valve cable, and the control console assembly. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode. During the machine inspection, the fst reported a burning smell and smoke. Therefore, the complaint event was confirmed.

Event description:
A fresenius service technician (fst) reported that a dry acid mixer had a burning smell, was smoking, and was tripping the ground-fault circuit interrupter (gfci) outlet. It was reported that the fill valve electrical connectors and female electrical connector fill valve cables were wet. There was a burning smell from the control console. After installation of control console, the unit would not fill. The fst then opened the console and found 2 connectors not connected to the main circuit board. Once these were connected, the unit powered up, and a rinse mode and functional checks were completed. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. The fst stated that he did not observe any sparks, flames, arcing, or any other further visible heat or electrical damage related to the reported event. There was no harm to any patients or individuals because of this malfunction. The fst replaced the fill valve, fill valve cable, and the control console assembly, which resolved the machine issue. The unit is back in service. The fst confirmed that there was no further damage observed on any other components, or any other additional issues, associated with the reported event. The fst confirmed that the fill valve cable and fill valve assembly will be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A fresenius service technician (fst) reported that a dry acid mixer had a burning smell, was smoking, and was tripping the ground-fault circuit interrupter (gfci) outlet. It was reported that the fill valve electrical connectors and female electrical connector fill valve cables were wet. There was a burning smell from the control console. After installation of control console, the unit would not fill. The fst then opened the console and found 2 connectors not connected to the main circuit board. Once these were connected, the unit powered up, and a rinse mode and functional checks were completed. The smoke detectors did not go off and there was no need to use a fire extinguisher or evacuate the facility as a result of this incident. The fst stated that he did not observe any sparks, flames, arcing, or any other further visible heat or electrical damage related to the reported event. There was no harm to any patients or individuals because of this malfunction. The fst replaced the fill valve, fill valve cable, and the control console assembly, which resolved the machine issue. The unit is back in service. The fst confirmed that there was no further damage observed on any other components, or any other additional issues, associated with the reported event. The fst confirmed that the fill valve cable and fill valve assembly will be returned to the manufacturer for physical evaluation.